Manufacturer narrative:
The insulin pump was received with unresponsive button errors due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at lcd board per visual inspection. The insulin pump was received with cracked case at display window corners. The insulin pump was also received with a minor scratched lcd window. No unexpected blank circles on display or audio tone anomaly were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level reading was 211 mg/dl. The customer stated that the pump is beeping and a black circle on the screen would alert button error. Customer checked if button can be erased and was not able to. The customer was advised to remove the battery from the pump for 30 minutes and then reinsert the battery. The button error returned. The customer received a replacement pump.